Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and loss of capture. The lead was replaced.